Event description:
It was reported by the customer's mother that they required assistance programming their insulin pump and upon inquiring further, it was discovered that they had been hospitalized on (B)(6) of 2014. Customer stated they had been throwing up and blood glucose level was 329 mg/dl at time of hospitalization. Customer was not attached to the device during hospitalization. Blood glucose level was 187 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).